Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. There were no anomalies found. It was noted that all conductors had blood/body fluid (not obstructed) and there was blood/body fluid in the outer tubing overlay. The outer tuber overlay was melted. There was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had elevated impedance and had an apparent lead fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.